Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. Suboptimal medical documentation and imaging studies were available for this review. Product appropriateness could not be fully assessed due to the lack of a pre implant CT scan. Cautionary product use conditions that might have contributed to this complaint included tortuous bilateral iliac arteries. Contributing medical history factors that might have contributed to this complaint included: anticoagulation and antiplatelet due to the increased risk of bleeding complications; and, disease progression and/or aortic remodeling (primary or secondary to scoliosis). Fifty three months post implant, there was evidence to support: a rupture; a type iiia endoleak and complete component separation; and, a complication of acute renal failure. The superior stent margin was 1.5 cm below the renal arteries; it is unclear if there was stent migration or a failure to follow the IFU; the initial angiogram was not available for review. The secondary procedure with competitor's devices was confirmed. Their recovery was complicated by acute renal injury which required short term dialysis. The patient was discharged home on the fourteenth post-operative day. Renal function was restored, and antiplatelet and anticoagulation therapy was continued. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Event description:
It was reported that approximately 53 months post implant of a bifurcated device, an infrarenal aortic extension, an endoleak was identified. Reportedly, the patient presented emergently and symptomatic, and a computed tomography was done and identified an endoleak between the components. The physician treated the patient with three cuffs successfully, and the patient is doing fine.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.